Event description:
As part of a legal dispute, intuitive surgical received information regarding a patient who underwent a da vinci si hysterectomy on (B)(6) 2012. Intuitive surgical was provided with the operative report. Additional information provided includes hospital radiology and operative reports. There was no indication of a malfunction of the da vinci surgical system, instrument or accessory during surgery. There was no report of an intraoperative complication. On (B)(6) 2012, the patient was admitted with nausea, vomiting, and an ileus. She had multiple days of fever and was started on i.v. Antibiotics. On (B)(6) 2012, she had a CT scan, which noted a pelvic fluid collection and abscess. On (B)(6) 2012, her pelvic abscess was drained. She then had decreased urine output and the draining pelvic fluid was thought to be urine (urinoma). Subsequently, bilateral nephrostomy tubes were placed and the patient remained in the hospital on i.v. Antibiotics. The patient slowly improved with a resolved ileus. On (B)(6) 2012, a retrograde ivp showed a smaller, but persistent, cystotomy. Over the next week, the nephrostomy tubes were removed and the patient was eventually discharged. Had prolonged urinary frequency and control issues for over 6 months. According to the patient's medical records, she had related pain from the multiple procedures.

Manufacturer narrative:
Based on the information provided, intuitive surgical inc. (Isi) has not determined the root cause for the post-operative complication(s) experienced by the patient. The operative report does not contain any allegation that a malfunction of a da vinci system, instrument, or accessory occurred. No previous complaint was reported relating to this event. This complaint is being reported due to the following conclusion: the patient's medical records indicate that the patient developed pelvic abscesses and sustained a cystotomy after undergoing a da vinci si hysterectomy. Uterine enlargement is an additional risk factor for surgical injury. Also the history of a prior c-section with adhesions of the bladder to the abdominal wall increased the risk even further. The bladder itself was probably unintentionally entered during separation from the abdominal wall, but the injury was unrecognized since no post-hysterectomy cystoscopy was performed.